Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the beta bionics ilet user reported a low blood glucose (bg) event that occurred after announcing a meal while bg was already low. Patient's bg reached a reported low of 55 mg/dl. The ilet system issued a low bg alert. The user treated the low with three glucose tablets. No assistance or medical intervention was required, and no symptoms were reported. Patient's bg returned to range.